Manufacturer narrative:
The underlying cause documented on the irs or return fields in oracle is identified as: defective joystick has been scrapped. Updated info: 3/2/2016 - additional evaluation information obtained from tech services, invacare (B)(4): found a burnt capacitor on main circuit board (c45 on schematic).

Event description:
Joystick would not power up due to burnt components on circuit board.